Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/28/2016 with the following findings: during visual inspection of the pump, it was observed that pump was returned with no moisture in the cartridge compartment. There was also no physical damage to the pump. The pump passed the leak test. The pump cover was removed and there was no internal moisture found in the pump. The investigation was unable to duplicate the initial complaint about moisture ingress in the cartridge compartment. The cartridge cap was not returned with the pump and a test cap was used to complete the investigation.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture ingress in the cartridge compartment. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.